Event description:
It was reported that a minicap had a leak at the rim of the minicap that was found during use. The cause of the leak in the minicap was unknown. The patient kept her transfer set in a peritoneal dialysis (pd) pouch and was very careful when screwing on the minicaps. The nurse reviewed proper technique with the patient regarding how to properly screw on and tighten a minicap. There was patient involvement, however there was no patient injury nor medical intervention indicated. This is report 4 of 6 for this event.

Manufacturer narrative:
(B)(4). The device was returned and evaluated, but the reported issue could not be confirmed. The sample was visually inspected and no defects were observed. Pressure testing was performed and no functional issues were detected. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. A follow-up report will be submitted if additional relevant information becomes available.